Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch placement due to the helix being bent with five extra turns after helix deployment. In addition, an attempt was made to drive this brady lead in the septum. This brady was replaced with the same model, not implanted and will not be returned. No adverse patient effects were reported.